Manufacturer narrative:
On 04-dec-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 31129141l number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. It was reported that the connector of the catheter did not fully sit in place with the eco cable. The catheter intermittently became disconnected from the eco cable. They replaced the eco cable twice, but the issue persisted. The procedure continued without replacing the catheter. It was also reported that after completion of the cavotricuspid isthmus (cti) line ablation, a pericardial effusion on the right side of the heart was discovered and confirmed using intracardiac echocardiography (ice). The patient's systolic blood pressure dropped a little bit to the 90s to the low 100s at the end of ablation. No effusion had been seen with ice prior to the cti line ablation. Patient was in stable condition after pericardiocentesis. The physician's opinion on the cause of this adverse event is procedure related. They noted a substantial pouch on the cti line on ice close to the inferior vena cava (ivc). They made sure to be careful when burning around it but did not notice huge jumps in force or impedance or a steam pop while burning. The patient stayed overnight for observation instead of being sent home the same day. Patient fully recovered. Transseptal puncture was performed. The event occurred post ablation.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. It was reported that the connector of the catheter did not fully sit in place with the eco cable. The catheter intermittently became disconnected from the eco cable. They replaced the eco cable twice, but the issue persisted. The procedure continued without replacing the catheter. It was also reported that after completion of the cavotricuspid isthmus (cti) line ablation, a pericardial effusion on the right side of the heart was discovered and confirmed using intracardiac echocardiography (ice). The patient's systolic blood pressure dropped a little bit to the 90s to the low 100s at the end of ablation. No effusion had been seen with ice prior to the cti line ablation. Patient was in stable condition after pericardiocentesis. The physician's opinion on the cause of this adverse event is procedure related. They noted a substantial pouch on the cti line on ice close to the inferior vena cava (ivc). They made sure to be careful when burning around it but did not notice huge jumps in force or impedance or a steam pop while burning. The patient stayed overnight for observation instead of being sent home the same day. Patient fully recovered. Transseptal puncture was performed. The event occurred post ablation. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed a reddish material, a hole on the surface of the pebax, and an electrode lifted. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31129141l number, and no internal action related to the complaint was found during the review. The physician's opinion on the cause of this adverse event was the procedure. The potential cause of the damage observed in the pebax and electrode could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. These damages were not reported by the customer. However, these were findings that were observed during the device evaluation, and were assessed as MDR reportable with an awareness date of 02-apr-2024. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer reported adverse event. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the reddish material and the hole on the surface of the pebax. Investigation findings: stress problem identified (c0706)/ investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the lifted electode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).